Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) and prolapsed posterior leaflet for a mitraclip procedure. During the procedure, the clip opened up 90 degrees during lock line removal. Troubleshooting resolved the issue. Additional mitraclip was deployed for stabilization of first mitraclip. The mr was reduced to grade 1-2 post procedure. There was no clinically significant delay or adverse patient effects reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.